Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log printouts and showed specimen syringe issues. While troubleshooting, fse performed alignments, checked system operations, and ran test samples. Fse replaced the diluent syringe assembly and aligned the sample nozzle. Fse also performed the daily check, ran control, precision for level 3 controls and results were within acceptable ranges. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were three similar complaints identified during the search period including this case. The aia-360 operator's manual under section7-1: error messages states the following: (4014) spec. Sy home overrun description: the specimen syringe motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the faulty diluent syringe assembly.

Event description:
A customer reported an error message ¿4014 spec. Sy home overrun¿ on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), luteinizing hormone (lh ii), intact parathyroid hormone (ipth), and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.